Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed itchiness under the electrodes from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient applied lotion to the skin irritation. It was also reported that the patient's physician prescribed new medicine for the patient. The patient confirmed that the skin irritation improved. It's unclear if the patient's physician prescribed the medicine for the patient's skin irritation, reporting out of an abundance of caution.